Manufacturer narrative:
This report is submitted on july 17, 2023.

Event description:
Per the device, the patient underwent device repositioning surgery under general anaesthetic on (B)(6) 2023, due to tip folover. The implanted device remains.